Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where an slda occurred during the release of the second device. The first pascal precision p10 was correctly implanted. The second operator, while he was releasing the implant, pushed too much inside the implant catheter, so physician double checked the status of the grasping. When the device was completely released the slda occurred. The condition of the patient is stable and will be monitored closely. Mr was reduced from 4+ to 2+. As per additional follow up, the patient will have surgery in the upcoming days due to worsening clinical condition.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through imaging review. The presence of an slda as described in the complaint event was confirmed by objective evidence via imaging evaluation. Per the imaging evaluation, possible contributing factors to the slda include: procedural issues (inadequate leaflet grasping, misinterpretation, and missing necessary maneuvers) and imaging issues (inaccurate view planes, and no leaflet grasping clip recorded). In addition, a DHR review was completed and no nonconformances related to the complaint event were identified. Not returned- implanted.